Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: abdominal total hysterectomy. Event description: during the attempted deployment of the bag via actuator extension, the bag completely dislodged from the prongs and fell into the patient's abdominal cavity before the prongs had fully extended beyond the introducer sheath. Additional information obtained from distributor on 30apr2025: the tips of the support were exposed inside the patient. The bag fell down the supports. This occurred immediately upon the full deployment of the actuator. The actuator was not pushed forward, retracted and then fully deployed. Intervention: user replace with a new one to complete this surgery. Patient status: fine. There is no impact to patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is likely that the actuator was retracted and redeployed multiple times, which resulted in the specimen bag falling off the metal supports upon full deployment. The instructions for use states, "do not retract prior to full deployment." Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: abdominal total hysterectomy. Event description: during the attempted deployment of the bag via actuator extension, the bag completely dislodged from the prongs and fell into the patient's abdominal cavity before the prongs had fully extended beyond the introducer sheath. Additional information obtained from distributor on 30apr2025: the tips of the support were exposed inside the patient. The bag fell down the supports. This occurred immediately upon the full deployment of the actuator. The actuator was not pushed forward, retracted and then fully deployed. Intervention: user replace with a new one to complete this surgery. Patient status: fine. There is no impact to patient.